Event description:
It was reported to philips that the status log for the device had recorded a v standby auto-test failure. There was no reported patient or user involvement and no adverse patient/user impact.